Manufacturer narrative:
The device was returned and the evaluation found the following: due to clogging of nozzle, water supply volume does not meet the standard value; nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; connecting tube has a scratch; connecting tube has a dent; distal end cover has a scratch; light guide lens has discoloration; light guide lens has a crack; scope connector has discoloration; scope connector has a scratch; due to clogging of nozzle, water removal ability does not meet the standard value; due to clogging of nozzle, air supply volume does not meet the standard value; adhesive on bending section cover or distal sheath rubber has scratch; adhesive on bending section cover or distal sheath rubber had a crack; adhesive on bending section cover or distal sheath rubber had a chip; adhesive on bending section cover or distal sheath rubber had a scratch; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; connecting tube has a wrinkle; due to damage on scope connector, a noise image occurs; protector of universal cord on control section side has a scratch; protector of universal cord on scope connector side has a scratch; scope connector has a scratch; scope connector has discoloration; scope cover cover unit has a scratch; objective lens has discoloration; connecting tube has a dent; connecting tube has a scratch; connecting tube has a wrinkle; due to dirt on objective lens, there is a lack of image on the monitor; universal cord has a scratch; due to a scratch on objective lens, the image has dark area partially; grip has a scratch; switch box has a scratch; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; forceps elevator knob has a scratch; forceps elevator lever has a scratch; scope cylinder is shaved; control unit has a scratch; and due to damage on scope connector, a noise image occurs. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign object inside the nozzle during a diagnostic procedure. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the event, ¿foreign matter in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instructions for gif/cf/pcf-190 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-190 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.